Manufacturer narrative:
Patient death was due to heart failure. Investigator indicated that the reported heart failure was not related to the study device. (B)(4).

Event description:
Patient was a non-smoker with a history of hypertension, non-hyperlipidemia, diabetes, chf, previous peripheral vascular disease, renal functions (under dialysis) and had left ventricle function of 65%. Index procedure was prompted by silent ischemia.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (death). Evaluation conclusions: inherent risk of procedure ¿ (death). (B)(4).